Manufacturer narrative:
Review of the system logs found no relevant errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during the procedure: 30 degree endoscope plus, monopolar curved scissors, small grasping retractor, fenestrated bipolar forceps. A site history review found no related complaints were received for the instruments used during the procedure. A device history record (DHR) review for the device(s) used during the procedure found no non-conformances were identified to be related to this event. A review of the event performed by an intuitive medical safety officer (mso) concluded that the patient in this report underwent a robotic hysterectomy for uterine cancer and the procedure was eventually converted to open. Injuries to the bowel occurred but the details of how or when these injuries occurred is not provided. The patient subsequently underwent many additional procedures and ultimately expired 47 days after the index operation. The reasons for these additional procedures, findings, and other details are not provided. How the patient developed sepsis, how they died, and the details of events that led to their death is not provided. No allegation was made regarding any intuitive surgical products or instruments. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported in a local newspaper article that a patient expired after a da vinci-assisted hysterectomy for metastatic uterine cancer. The procedure was converted to open due to unspecified complications. During the da vinci-assisted portion of the procedure, lymph nodes were removed from the patient's left pelvis. The da vinci system was repositioned to remove lymph nodes along the abdominal aorta, which required placement of three additional trocars that were inserted under visual guidance. After the da vinci system was repositioned, insufflation was lost and the abdominal cavity collapsed. Efforts to re-insufflate the abdomen failed. The procedure was converted to open and lasted for 11 hours and 21 minutes. The article states that the patient's small intestine was injured and the left ureter was severed. Details of how or when these injuries occurred is not provided. The article stated injuries reportedly caused leaks leading to peritonitis and severe sepsis, resulting in a total of 20 additional unspecified procedures performed. The patient expired on post-operative day 47. The newspaper article did not indicate whether the complications occurred during the robotic portion or the open portion of the procedure, as the injuries were not discovered until over a day later. The surgeon identified in the article was contacted but declined to provide any information.